Event description:
It was reported that during thrombectomy procedure, when the subject guidewire was along with microcatheter, the torque was applied to the subject guidewire to select the blood vessel the distal tip of the guidewire got broken off. There was no resistance and suddenly got fractured. Negative pressure was applied to microcatheter, and the fractured tip was successfully removed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during thrombectomy procedure, when the subject guidewire was along with microcatheter, the torque was applied to the subject guidewire to select the blood vessel the distal tip of the guidewire got broken off. There was no resistance and suddenly got fractured. Negative pressure was applied to microcatheter, and the fractured tip was successfully removed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject guidewire was seen to be kinked roughly 114 cm from the proximal end. The proximal fragment was inspected, and the nitinol tubing was fractured with the core wire exposed and fractured approximately 208.4 cm. The distal fragment was inspected with the nitinol tubing fractured. The core wire was seen through the distal tip dome. For functional inspection, was not required as the subject guidewire was broken/fractured. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported guidewire distal tip broken/fractured during use was confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when using the subject guidewire in combination with a microcatheter and applying torque to the guidewire to select a blood vessel, the distal tip of the subject guidewire got broken off. There was no resistance and suddenly it got fractured. Additional information received indicates that continuous flush was set up and maintained throughout the clinical procedure, the device was prepared for use as per the directions for use and the patient's anatomy was severely tortuous. The device was returned, and it was confirmed that the distal section of the guidewire had been fractured. There was also some slight kinking noted to the proximal section of the guidewire. It was stated that the patient¿s anatomy was severely tortuous. Tortuosity in the location of the tip of the guidewire can cause additional pressure/friction to the tip of the guidewire, which can cause the tip to fracture during the attempt to torque against this, as the tip is resisting torquing. It is probable that the proximal section of the guidewire was kinked as a result of handling of the device during use. An assignable cause of handling damage will be assigned to the analysed damage guidewire kinked/bent. An assignable cause of procedural factors will be assigned to the reported and analysed damage guidewire distal tip broken/fractured during use, as these defects are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.